Event description:
It was reported that during a transcatheter aortic valve procedure, a pre-implant balloon aortic valvuloplasty was first completed due to it being standard for the implanting physician. The valve was then deployed in the patients native aortic annulus. Despite, following training guidance for slow deployment of the valve and centering of the nosecone of the delivery catheter system (dcs) prior to withdrawing, the nosecone of the dcs caught the outflow of the valve after full deployment. Subsequently, the valve dislodged and was snared into the ascending aorta. In response, a new valve was prepared and successfully implanted. A 30 minute procedural delay occurred due to the valve dislodge. A non-medtronic guidewire was used to complete the procedure.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-29, serial/lot #: (B)(6), ubd: 19-sep-2027, UDI#: (B)(4) h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the femoral access site was used. The cuspal overlap technique was also used. Per the physician, there were no additional procedural observations that may have impacted the event.